Manufacturer narrative:
.

Event description:
During an article review, ("endovascular treatment of popliteal artery aneurysm: a single-center experience") a gore viabahn endoprosthesis was implanted during the treatment of a left popliteal artery aneurysm. The patient later developed a left popliteal deep vein thrombosis and a pulmonary embolism, followed by thrombotic occlusion of the endograft 6 months later. The occlusion was reportedly throughout the whole length of the endograft with extension into the adjacent proximal and distal vascular segments and was obliterating the native arterial wall. The physician suspected an infection and the endoprosthesis was surgically removed. A femoral artery-to-tibial artery bypass graft was performed. Pathologic examination of the occluded segment revealed nonspecific fibrosis with no evidence of infection.